Manufacturer narrative:
A good faith effort attempts were completed to try and retrieve additional information, but further information was unable to be obtained. If additional information received, a supplemental report will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The physician suspected that there bubbles in the sheath, also the flushing line, probably related to device malfunction. No patient complications were reported. The procedure was completed with another of same device.